Manufacturer narrative:
(B)(4). Only event year known: 2021 investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. Additional information received: patient was implanted (B)(6) 2020 by dr. (B)(6). Patient was explanted (B)(6) 2021 by dr. (B)(6). Product code: lxmc16. Reason for removal: recurrent reflux symptoms. Ugi study confirmed reflux. Additional information was requested, and the following was obtained: what is the lot number for the linx device? We never found out because the explanting surgeon was different than the implanting surgeon. After implant, was the device initially effective in controlling reflux? Unsure, we unfortunately do not have a close working relationship with the implanting surgeon. When did the recurrent reflux begin? Unknown. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device is scheduled for explant due recurrent reflux. Upper gi was done to confirm reflux..